Event description:
As reported, the fastener could not be fixated to the abdominal wall during a ventral incisional hernia procedure for the implant of a ventralight st with echo 2 mesh. It was reported that the issue occurred while deploying first fastener, no fastener released successfully and fixated into the mesh. Another sorbafix enhanced device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate the mesh. The subject device has been returned for evaluation. Evaluation of the sample finds the device as received is out of sync, tack set is out from use as seen by the first exposed fastener. This is not indicative of the as manufactured condition. While a definitive cause cannot be determined the most likely cause for the tack setback to go out sync during use is the result of event occurring during user/ device interface. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.